Event description:
Patient was hospitalized for limb pain and elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for evaluation. Eval revealed damage to the keypad, but demonstrated that pump insulin delivery was operating within required specifications and delivery accuracy.